Manufacturer narrative:
Additional information: h6: type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.00/+0.50/109 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens had low vaulting and the patient experienced a refractive surprise. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -18.00/+0.50/109 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced a low vault and refractive surprise. On (B)(6) 2023 the lens was exchanged for a longer length lens. This resolved the problem. Cause of the event is reported as unknown. D9: return date: 05-sep-2023. Claim (B)(4).